Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, d9(return to manufacture date), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 . A getinge field service engineer (fse) inspected the unit and confirmed the leak test failure. The fse replaced the drive side safety disk. Following the replacement, a leak test was performed and showed values within the acceptable range. Subsequent functional checks were conducted, including automatic filling and pumping, as well as both user and engineer leak tests. All test results were within specifications, and no abnormalities were identified. The failure analysis and testing dept. Received part with a reported unit failure of the safety disk test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part. Fails the pim leak test with membrane differential pressure at 6mmhg. Possible cause may be component reliability or wear and tear. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to character limit: e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had failed leak test. No patient involved.